Event description:
It was reported that during implant, after several different positions tried without acceptable thresholds, the helix of the right atrial lead would not retract. The right atrial lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. It was visually noted that the lead was returned with the helix distorted within the connector. The helix could not be tested.